Manufacturer narrative:
H.6. Investigation summary: it was reported there was damage. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no packaging blister or plastic shield. One photo shows an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle hub. The photo will be shown to the associates for awareness. As the material and lot number were unknown, a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd emerald¿ syringe had excessive epoxy on the cannula. The following information was provided by the initial reporter: "damaged cannula ant chamber".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe had excessive epoxy on the cannula. The following information was provided by the initial reporter: "damaged cannula ant chamber".